Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced infusion set cannula was bent and faced three events. The first and second event occurred on (B)(6) 2024 and third event was occurred on (B)(6) 2023. All the events occurred within 3 hours of insertion. The insertion site was at abdomen. The blood glucose level at the time of first and second event was noticed as 189 mg/dl. However, for the third event the blood glucose level specific value was unknown. The patient replaced the infusion set and resumed on insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.